Event description:
It was reported that during a roux-en-y procedure on the fourth firing with a blue reload, the device locked out. The cartridge was replaced and a unusual noise was heard. Another device was used and an unusual noise heard again. The case was completed without any consequence to the patient.

Manufacturer narrative:
Evaluation summary: the device was returned with no visual non-conformances and with no cartridge present. The device was tested for functionality with a test cartridge, and it achieved a complete 3-strokes fire without any difficulties noted. However, the device was disassembled to verify the condition of the internal components and the release button was noted to be slightly damaged, it is possible that there was some interference between the release button and the firing mechanism, causing the release button to become damaged. It should be noted that during the analysis no unusual noise was heard.